Event description:
It was reported that an ilet pump package was left unattended after delivery and was damaged by dogs chewing through the shipping box, resulting in a physically damaged device that the patient had not used. Symptoms included no reported adverse health effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included communication with the patient¿s caregiver, coordination for return of the damaged unit, and shipment of a replacement device. Investigation of this case revealed device damage from external physical impact during post-delivery handling, consistent with product damage unrelated to device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to external factors after delivery.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.